Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. In addition, it was reported that a cartridge alarm (alarm 30) occurred during the load sequence. Customer's blood glucose level ranged from 400-500 mg/dl. Reportedly, customer reverted to manual injections for insulin delivery.